Event description:
It was reported that the implantable cardiac defibrillator was at end of service for over four months. Intermittent capture was noted. The patient is undecided as to replacement. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.